Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1: initial reporter first & last name: unknown, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after being implanted with a standalone intraocular lens (iol) the patient¿s eye experienced periodic inflammation for approximately one year. In (B)(6) 2025, the doctor decided to remove the iol. Account indicated that the inflammatory subsided a week after the lens was removed. The patient received medical treatment: hormone therapy (dexamethasone) and an antibiotic were prescribed. No further information was provided.